Event description:
A hospital purchasing agent, acting on behalf of a surgeon, reported that a slit knife that was used in a procedure was found to have a dull blade. There was no harm or delay reported.

Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for eval. The lot number was identified and the device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).